Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the patient presented a "bulge" at the base of right phallus. It is believed the patients symptoms were due to some redundant tubing bundled in one area and oversizing of the original implant . The previous rear tip extenders (rte) were removed. No patient complications were reported in relation to this event. No more information is available at the moment, additional information will be provided if it becomes available.